Event description:
It was reported that post atrial sensing was observed. No adverse consequences for the patient were reported. No further information is available at this time.

Manufacturer narrative:
(B)(4).